Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump shut off after the customer came off the ocean. The customer's blood glucose level was unknown at the time of the incident. The customer reported that there was fluid in the battery compartment. The customer stated that the o-ring was in place and was free of debris. The customer stated that the battery cap was not damaged. The customer was advised to disconnect from the insulin pump. The device will not be returned for analysis.